Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. A search of the complaint files was completed, and no other complaints were identified with the same lot number. The complaint had not been previously reported. The device was not returned to vasorum ltd. For examination. It was subsequently reported that the implant was explanted, and the patient was stable post procedure and discharged the following day. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.

Event description:
The following was reported through medwatch (mw5177699) "after a left heart catheterization, it was decided to use a closure device to close the femoral arteriotomy. During deployment of celt 6f device, the footplate broke off and embolized down the leg. Required vascular surgery intervention to remove the footplate". Follow up investigation indicated the impant was embolized. Snare retrieval was unsuccessful. The implant was successfully removed surgically. The patient was stable after the surgery and discharged the next day.